Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center displayed error code b40 (olympus tv malfunction), when powered on. The issue occurred, during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, d9, h3, and h6. It has been over seven (7) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be identified. However, it was surmised the displayed error code b40 (olympus tv malfunction) occurred due to a faulty main board. Olympus will continue to monitor field performance for this device.